Event description:
It was reported that an approximate 68 yo male patient, initial left shoulder implanted on an unknown date, underwent a revision procedure on an unknown date. The cage glenoid disassociated from the poly. The patient was revised to a rtsa. There was a device breakage and the cage, and one peripheral peg was left in the glenoid. There were no surgical delays during the event. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for analysis as they were disposed of by the or. No images were able to be obtained. No further information.